Manufacturer narrative:
H3, h6. The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, a revision total knee arthroplasty was performed due to tibial loosening. As of the date of this medical investigation, the requested clinical documentation has not been provided for evaluation. Therefore, there were no clinical factors found which would have contributed to the reported tibial loosening. The impact to the patient beyond the reported revision cannot be determined. No further clinical assessment can be rendered at this time. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, size selected, osteolysis and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H1: corrected information in h6 (health effect - clinical code).

Manufacturer narrative:
Complaint reference number: (B)(4).

Event description:
It was reported that, after a tka surgery was performed, the patient experienced tibial loosening. This adverse event was treated by a revision surgery on (B)(6)2023, in which an unknown smith & nephew device was exchanged. Patient's current health status is good.